Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for routine follow-up and there were 5 vf episodes stored on the device, all due to lead noise. The patient had 4 rounds of atp as a result of the lead noise. The lead was extracted and replaced. There were no complications during the procedure. The patient was in good condition.

Manufacturer narrative:
A partial lead with the connector pin measuring 23.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.